Manufacturer narrative:
(B)(4). Date sent: 03/31/2023. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek top view with code gst60b lot: 791a81. (Exp. Date: 2025- 04-30). An apparently partially fired blue cartridge was also observed. Based on the photo review, the event described could not be confirmed. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device lot number 791a81, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # 755a32. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received. The reload was received partially fired 1/6 with damage on reload deck and two drivers up. In addition, was received one tyvek. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 755a32, and no non-conformances were identified.

Event description:
It was reported that the reload did not work. No patient consequences reported. No further information is available.